Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2017 the patient underwent revision surgery wherein the rod was explanted.

Manufacturer narrative:
This part is nor approved for sale in us but a similar device with catalog# 828-090, 510k# k964275 and UDI# (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent vertebral column resection due to scoliosis in which rod was implanted at levels th5/il.post-op, x-ray images revealed the breakage of rod around left l4/5.revision surgery was planned on (B)(6) 2017.

Manufacturer narrative:
Product analysis :visual review confirms rod broken. Multiple witness marks noted on rod. No surface defect identified immediately adjacent to the area of initial crack propagation that could contribute to crack initiation and propagation. Significant fracture surface damage and smearing is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture, with initial gently convex progressive striations and beach marks through the cross-sectional area. Dimensional inspection confirms rod diameter to be within print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with cyclic fatigue as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.